Manufacturer narrative:
The customer requested, assistance from a philips remote service engineer (rse). The customer explained, that their newly installed battery was not charging. It was noted, that the customer had been purchased through a third party. As a result of the noted, failure. It was determined, that the battery may need to be replaced. And the customer was advised to contact the third party supplier to obtain additional information for the battery. Based on the conclusion of the investigation. It was determined, that this was a malfunction of the battery. The customer was informed of current part availability. And a replacement battery was ordered to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the battery for the device was not charging. There was no patient involvement.